Manufacturer narrative:
The subject device will not be returned because it was thrown away.

Event description:
It was reported that the thrombus retriever (subject device) became stuck in the 5 max ace catheter upon removal. There were no reported clinical consequences to the patient. No other information is available.